Event description:
The following is based on the medical records provided by the patient's attorney. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
Medical records info reviewed: this event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history of specific malfunction or product being out of specifications. The allegations of serious injury remain speculative in nature. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. The event reported on this patient involves six separate products and associated with MDR's 2937457-2014-01145, 1713747-2014-00315, 2937457-2014-00499, 1225714-2014-00513, 1225714-2014-00514, and 1713747-2014-99980.